Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the plastic circle where the reservoir screws he pump is broken and she is concerned the reservoir might start coming out. The customer¿s blood glucose level was unknown at the time of the incident. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.